Manufacturer narrative:
The report received from the affiliate indicated that during an interventional endovascular procedure, the powerflex pro 6mm. X 22cm 135 cm balloon catheter could not cross the target lesion, and there was difficulty withdrawing the through the catheter sheath introducer. The target lesion was the left superficial femoral artery, described as 35mm in length and 6mm in diameter. The procedure was a cross-over using a 6fr arrow sheath and a stiff terumo guidewire. The powerflex was advanced over the bifurcation through the csi and the sfa. The device would not cross the entire lesion and was inflated up to 10 atms at the proximal portion of the lesion. The device was then withdrawn and became stuck inside the (non-cordis) catheter sheath introducer. The physician had to withdraw the sheath and balloon catheter system completely. The physician changed to a new (non-cordis) guidewire, a savvy balloon catheter, and a 6 fr. (Cordis) guiding catheter to complete the procedure and placement of (non-cordis) stents. The below the knee vessels were noted to be occluded after re-canalization of the superficial femoral artery possibly due to dissection. Peripheral transluminal angioplasty of the anterior and peroneal vessels was performed and the outcome was reported to be ok. The product appeared to be perfect upon inspection prior to use and flushed properly with no problems noted during preparation. There was no reported product leak or separation. The several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. The patient is in stable condition with no patient injury reported and the device was returned for evaluation. (B)(4): one non sterile catheter power flex pro 6.0mm x 22.0cm 135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. The body shaft was received elongated. An unknown catheter sheath introducer was received with the returned device. The unknown catheter sheath introducer was received damaged at 45.0cm from distal end. An unknown gw was received with returned device. An unknown stopcock was received with returned device. Dimensional analysis for od proximal seal was performed using the vernier as go - no go at 1.88 mm, and the od proximal seal was found within specification since the od could be passed the 1.88mm. (B)(4). In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and the returned catheter sheath introducer the balloon cross through the csi, resistance was felt during the test due to the damaged in the delivery shaft observed at 45.0cm from distal tip end of the csi; however the unit passed through the csi. An attempt to perform insertion/withdrawal test was done with pf pro device and lab. Sample of csi avanti 6fr, the balloon crossed through the csi, with no resistance felt. The complaint reported by the customer pta system withdrawal difficulty-through guide/sheath was confirmed since during the insertion withdrawal test performed with the unknown catheter sheath introducer returned, resistance was felt at the damaged section of the shaft located at 45.0cm from distal end. However withdrawal test was performed with a 6f avanti lab sample with no resistance felt. DHR review could not be performed as the lot number was not provided. The pta system failure to cross could not be confirmed during the analysis due to the nature of complaint but is a known procedural complication and may be due to vessel characteristics and operator technique. The failure of withdrawal difficulty was confirmed through analysis only with the non-cordis sheath, received with the returned device, which had evidence of damage (located at 45.0cm from distal end). The operator may have experienced withdrawal difficulty due to the damaged catheter sheath introducer causing the operator to use excessive force (as evidenced by the elongated shaft of the balloon catheter). There was no resistance noted when the product was tested with a sample catheter sheath introducer. Neither the event description nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the 135 cm. Powerflex pro 6mm. X 22cm. Balloon catheter/bc could not cross the target lesion. The bc was inflated to 10 atm. In the proximal part of the lesion. The device was then withdrawn and became stuck inside the (non-cordis) sheath. The guidewire used was a non-cordis product. The physician had to withdraw the sheath and bc system completely. The physician changed to a new (non-cordis) guidewire, a savvy bc, and a 6 fr. (Cordis) guiding catheter to complete the procedure and placement of (non-cordis) stents. The patient is in stable condition/no patient injury was reported. The procedure was reported to be a percutaneous transluminal angioplasty/pta of the left superficial femoral artery (lsfa). The target lesion was reported to be: 35 mm. In length, and 6 mm. Reference vessel diameter. The below the knee (btk) vessels were noted to be occluded after re-canalization of the sfa target lesion possibly due to dissection. Pta of the anterior and perona vessels was performed and the outcome was reported to be ok. The complaint product appeared to be perfect upon inspection prior to use. The product was flushed properly with no problems noted during preparation. There was no reported product leak or separation. Additional information has been requested.